Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a cat underwent an oophorectomy on unknown date and suture was used to suture ovarian pedicles and close the abdominal muscular wall. Two days later, the rupture was observed on the length of the thread and knots on extremities were still present.